Event description:
The pump malfunctioned but the computer showed it to be working fine. The dr assumed it must have been the catheter so he preformed surgery to replace the catheter. The withdrawals that pt went through were assumed to be in their head. They soon suffered through weeks of withdrawals and almost death. Pt was placed on these mediations to help deal with the withdrawal: haldol, nembutal, valium, trazadone, vistaril, benadryl, and zyprexa.